Event description:
The subject device was used for a left bronchial artery embolization. Though the coil was wound twice or three times, it was withdrawn because it seemed slightly big. When the coil was pulled out, friction was felt. It was checked and the lock area had straightend. The patient was reported in good condition.